Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd allergy syringe tray with bd safetyglide¿ needle experienced mixed product type in a pack. The following information was provided by the initial reporter: customer stated they received bs safety guide and found bd u-100 insulin syringes in some of the packages.